Manufacturer narrative:
Batch review performed on 17 october 2017. Lot 123245: (B)(4) items manufactured and released on 30 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 20 october 2017 the cleaning and packaging manager performed a visual inspection of the retrieved item and commented as follows: as visible in the attached picture and confirmed through the visual inspection of the retrieved item, the primary sterility packaging is damaged. It is likely that the handling activities caused agressive tibial component movement in the primary sterility packaging, causing the breakage of the primary barrier and impacting the secondary sterility blister.

Event description:
When the tibial augment was opened, it was noticed that the inner packaging was compromised. The surgeon used a secondary implant to complete the surgery. The surgery was completed successfully.